Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: evolut r transcatheter aortic valve product ID: evolutr-26, serial/lot #: (B)(6), ubd: 14-jul-2024, UDI#: (B)(4). Concomitant products: product ID: evolutr-26; product lot/serial number: (B)(6); product type: heart valves; implant date: (B)(6) 2023. Product ID: enveor-l; product type: heart valves. Product ID: unknown pigtail catheter; product type: catheters. Product analysis: the dcs was not returned and the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the pigtail catheter was malpositioned due to the patient's sinus anatomy. Subsequently, the valve was deployed "too high" because of the malpositioned pigtail catheter. The valve was snared, and a new valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Updated: d1, d4, h4, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the subject delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural fluoroscopic images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty (bav) was performed; however, the balloon appeared to have moved aortic mid inflation which would have warranted another inflation. There is no evidence of another attempt at a bav. The valve was attempted to be deployed; however, the pigtail catheter was not well positioned at the bottom of the non-coronary cusp which resulted in a high implantation. Despite the malposition of the pigtail catheter, the depth appeared to be appropriate at approximately 5 millimeter (mm) at the non-coronary cusp (ncc), but the valve was under expanded. The under expansion might have contributed to the valve dislodgement. The implanting team decided to perform a post bav which was unsuccessful because the valve was above the annulus. Ultimately, the dislodged valve was snared to the ascending aorta and a new valve was implanted. Although it was reported that the valve was deployed "too high" because of the malpositioned pigtail catheter, the procedural images appeared to show that despite the malposition of the pigtail catheter the depth implant was appropriate at approximately 5mm at the non-coronary cusp, but the valve was under expanded. The under expansion might have contributed to the valve dislodgement. Inaccurate delivery and dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.